Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism which caused the breakage of the cutting wire is as follows: 1) the device was energized in one of these following situations. (A) the cutting wire is in point contact with tissue. Or they were close to each other. (B) the cutting wire is in point contact with distal end of endoscope. Or they were close to each other. (C) when the forceps elevator was raised, the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope. Or they were close to each other. 2) an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3) the cutting wire was broken. It is likely that the slider was slightly pushed, causing the cutting wire to deflect. The coated portion of the cutting wire was likely rubbed because of contacting a metal area of the endoscope. Furthermore, the micro perforation of the patient was likely caused by the following mechanism: 1) the cutting wire was not facing in the desired direction due to bending of the tube or the cutting wire. (Another device different from the device with the broken cutting wire) 2) this caused the cutting wire to cut the tissue in an unintended direction. As a result, the patient developed a micro perforation. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a chord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage.¿ ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur.¿ ¿do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.¿ ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that during use of the single use 3-lumen sphinctertome v the patient developed a micro perforation in the ampulla of vater/common bile duct. It was also stated that the unit was split. The patient was undergoing the procedure due to stones within her common bile duct and common hepatic duct; this procedure was needed prior to laparoscopic cholecystectomy. The patient required a stent for the microperforation and also a prolonged hospital stay of 11 days post procedurally. The procedure was completed with use of another device. Additionally, the patient will need to return in 6-8 weeks for another ercp stent removal procedure. This event involved two devices, one for a bent unit and one for a split unit. Patient identifier (B)(6) is for the report of a bent unit. Patient identifier (B)(6) is for the report of a split unit.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This event has been reported by the importer on MDR# (B)(4).